Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. PMA/510k: this report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent for a surgery. During the surgery, when locking the pfna-ii helical blade, the locking mechanism didn¿t work. The blade remained unlocked even though the impactor was turned in the direction of locking and eventually got unlocked from the blade. The surgery was delayed but actual amount of time was unknown. The surgery was completed successfully. The patient outcome was unknown. Concomitant device reported: unk, nails: pfna-ii (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) unk - impaction instruments: trauma. This report is 1 of 1 for (B)(4).